Event description:
I received this as a replacement from respironics dream station 1. Upon the first night of using this machine, which is labeled as a repaired dream station 1, I started coughing to the point where I had to use my inhalers (which I had chronic lung problems with the recalled dream station 1). After that first night I tried to use the machine without the inhalers and have endes up with a headache that has not gone away and I still am dealing with it and this is going on day 2. The other issue is that I am seeing white foam particles appearing in my humidifier and my humidifier tank. As of today (B)(6) 2022 I have ceased use of my replacement of my dream station 1. As a comparison, I have a resmed s9 with 13,500 hours (approximately) and used it from roughly september - june 17 while waiting for my recalled dream station 1 to be replaced. At no time did I have any issues with headaches, nor did I have issues with any equipment malfunctions. FDA safety report ID # (B)(4).